Event description:
It was reported that the patient underwent an anterior fusion at l4-5 using rhbmp-2/acs on (B)(6) 2007. In or around 2007, patient was diagnosed with an inflammatory response to infuse, osteolysis, chronic pain, radicular pain, nerve damage, difficulty breathing, difficulty swallowing, and other injuries. Patient has never recovered from her surgery involving infuse, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
T was reported that on (B)(6) 2007 the patient underwent: anterior lumbar interbody fusion, bmp and instrumentation. Posterolateral instrumentation. Neural monitoring. Preoperative diagnosis: degenerative disc disease, discogenic low back pain. Per op notes: ¿once it was felt the disc space was cleared the plates were prepared to receive allograft. Bmp was placed into the 5 degree medium 12 mm cage. This was impacted to 45 degree impactor. As it was felt it was across the midline and slightly countersunk ap and lateral radiographs were obtained.¿ the patient also underwent anterior exposure of l4-5. Preoperative diagnosis: spinal disc related back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.